Event description:
Upon responding to the or (operating room) with nitric oxide, it was found that the red nitric oxide adapter that fits into the injector module, broke off with normal use. The hard plastic piece was left in the tubing and the pieces could not be connected together again. A new tubing system was obtained.